Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient the patient went to their doctor and was diagnosed with a skin infection called cellulitis. It appears the patient also had a abscess. The patient's blood glucose (bg) values were over 200 mg/dl. The patient also has stage 3 kidney disease. For treatment, the patient was prescribed doxycycline and augmentin. The site was lanced and cleaned, as well.